Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Transformer t2 had cold solder.

Event description:
It was reported to philips that the device can not boot up. There was no reported patient or user involvement and no adverse patient/user impact.